Event description:
Consumer stated that as she was trying to remove the tampon, it began to fall apart. The top of the pledget was still inside her. She removed as much as she could, but then went to the doctor the same day and the doctor was able to get the rest out.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.